Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100362646, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100389076, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Tissue erosion is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent erosion related symptoms. Pain, chronic pain, and swelling is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent tissue damage related symptoms. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced pain, swelling, and hematuria. Upon performing a cystoscopy, the physician visualized erosion at the urethra. The patient had a surgical procedure was performed during which the device was explanted. A new aus device was implanted 6 months after. The patient was stable following the procedure, and there were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100362646. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100389076. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of erosion, hematuria, pain, and swelling were found to be listed in the IFU. A risk review was completed and confirmed that the events of erosion, hematuria, pain, and swelling were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced pain, swelling, and hematuria. Upon performing a cystoscopy, the physician visualized erosion at the urethra. The patient had a surgical procedure was performed during which the device was explanted. A new aus device was implanted 6 months after. The patient was stable following the procedure, and there were no further patient complications reported.